Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leftover chemo after infusion could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Notes and responses were received from the customer for most of the associated complaints, but none were added for this report. If more information or samples become available, the investigation will be re-opened. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by the customer that last five months they have had a hand full of issues with chemotherapy infusions where there was volume left in the IV bag at the end of the programmed completion time. This is adding additional time for the infusions to complete.